Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. No unexpected reset alarm or check settings alarm noted. The device had missing end cap sticker, scratched screen, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed while rewinding. The blood glucose reading was 299mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.